Event description:
It was reported that 7-8 months ago the patient¿s heart healthcare provider (hcp) referred the patient to the patient¿s implantable neurostimulator (ins) hcp to check the ins because the patient had back pain. They found the leads had moved. A manufacturing representative performed programming, and therapy had been working fine since then.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).